Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the evita v500 shut down while on a patient. When attempting power up there was a disc error. There was no patient injury.

Manufacturer narrative:
The cockpit of the affected device was provided for the investigation. Hardware analysis confirmed the failure of the hard disk drive (hdd) and the device could not be powered up due to the malfunction. After the replacement of the faulty component the cockpit passed all tests according to manufacturer specification. Due to the hdd failure the log files were not available and a log analysis was not possible. In case of a hdd failure the cockpit initiates a restart in an attempt to solve the issue and resets the micro processing system to a specified state. The ventilation unit is not affected by a cockpit restart and continues ventilation with the current settings. Safety relevant parameters such as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display on the ventilation unit wherein the user can observe the on-going ventilation. As the hardware deviation could not be rectified by a restart and prevented the cockpit powering up, the device posted the alarm ¿hard disk error¿. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.